Event description:
It was reported that stent partial deployment occurred. The severely stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during implantation, the stent could not expand and there was an indication of partially deployed stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.